Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follwo-up appoinment, noise was noted on the right atrial (ra) lead resulting in 2200 mode switches. As a result, the atrial sensitivity was increased. Subsequent information was received that during a routine device check, the ra lead had switched to unipolar configuration due to low pacing impedance measurements of 140 ohms. There were 881 mode switches due to noise. The lead was reprogrammed back to bipolar configuration and the patient will be followed appropriately. No adverse patient effects were reported.

Event description:
Additional information was received that the impedance measurement n the ra lead was less than 100 ohms and the lead was in unipolar configuration. As a result, the device was programmed to vvi until the ra lead could be revised. No adverse patient effects were reported.

Manufacturer narrative:
--